Event description:
It was reported that the ilet displayed a notification to connect the dexcom g7 cgm or enter a blood glucose value for bg run mode, consistent with signal loss between the cgm and the ilet. Symptoms included no alerts or alarms requiring action beyond the connection prompt. Outcomes included restoration of cgm data to the ilet during the call when the sensor reconnected and bg values were displayed. Investigation included remote troubleshooting and user education focused on connectivity. Investigation of this case revealed intermittent cgm-to-ilet communication loss that resolved with reconnection, indicating transient signal interruption without device damage. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient bluetooth connectivity interference.